Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the fixing screw fractured probably due to material fatigue. Doctor tried to remove the fractured screw (isrt05n-isrt06n-urt07) but it did not work. Therefore the implant bopt6510 was removed with the help of a trephine drill on (B)(6) 2024.